Event description:
On 4/26/99, the patient cleaned and inserted lenses (in the am) for the first time. Within 1/2 hour, noticed foggy vision in the left eye. However, was unable to remove lenses until 3:00pm. Around 6:00pm started noticing foggy vision and pain in both eyes, but left eye was worse. Went to emergency room; doctor prescribed pain medication and instructed patient to go to the opthalmologist the next morning. The patient began seeing the opthalmologist on 4/27/99. Bilateral corneal abrasions were diagnosed that appeared to be caused by a chemical burn. As of 6/11/99, the patient had a superficial corneal scar of the right eye with vision of 20/70. The scar may be amenable to eximar laser and will be re-evaluated in three months.